Event description:
It was reported that during calibration for the generator, there was an error code 4. No pt consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: the hand piece was returned in good physical condition. The hand piece was tested and was found to function properly. The hand piece was fully functional and conforming to design specifications. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.